Event description:
Healthcare professional reported a left side "ovoid 9mm well-circumscribed left subareolar mass likely representing cyst" and the ruptured side as the left side. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side rupture. Patient additionally reported lupus and sjogren's syndrome; these events are not device related. Healthcare professional reported a left side "ovoid 9mm well-circumscribed left subareolar mass likely representing cyst" and a rupture. Device has been explanted.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side rupture. Lupus and sjogren's syndrome are not device related. Device remains implanted.